Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The pump was unable to perform displacement test due to no button response. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 209 mg/dl. The customer stated that the escape button on the pump is not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.